Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported that the io device in the sternum was removed leaving the metal tip in the sternum. The physician caller was not the device remover. During removal the tubing was pulled as indicated on the device dressing using what was described as a "wrap around the finger" technique. The physician noted that the tubing was longer than expected for a sternal io device and that she was not familiar with removal of this particular device. After removal it was noted that the metal tip was not attached to the tubing. It has been confirmed through radiology that the metal tip is located in the medullary space of the sternum and is not causing adverse effect to the patient. All educational materials for this device indicate that a surgeon should be called and the tip removed. This information was relayed to the physician who will likely choose to leave the tip in place as she would a projectile. The caller has the tubing.

Manufacturer narrative:
(B)(4). No lot number was provided and therefore, no review could be performed. No device was returned for evaluation. Based on the available information, no cause could be determined. Teleflex will continue to monitor and trend for reports similar in nature. Please be reminded the instructions for use state that during removal of the device, "pull using one continuous motion (do not start/stop) until removed. Use the tube to pull-on, not the luer connection. It is normal for the tubing to stretch."

Event description:
Issue reported that the io device in the sternum was removed leaving the metal tip in the sternum. The physician caller was not the device remover. During removal the tubing was pulled as indicated on the device dressing using what was described as a "wrap around the finger" technique. The physician noted that the tubing was longer than expected for a sternal io device and that she was not familiar with removal of this particular device. After removal it was noted that the metal tip was not attached to the tubing. It has been confirmed through radiology that the metal tip is located in the medullary space of the sternum and is not causing adverse effect to the patient. All educational materials for this device indicate that a surgeon should be called and the tip removed. This information was relayed to the physician who will likely choose to leave the tip in place as she would a projectile. The caller has the tubing.